Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no pt injury reported. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter for evaluation. The unit was received inoperable per reported symptom of "system error 105 pic motor error" caused by a failed I/o pcb (q 20 dislodged). The I/o pcb was replaced.